Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The root cause could not be determined. In consequence the patient was manually bagged, and an alternative device was made available. Patient harm due to severe oxygen desaturation was indicated. Final state of health was not indicated. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: low o2 alarm during ventilation, patient desaturated. No patient harm occurred in the end, as it was switched to manual ventilation.

Manufacturer narrative:
Case under investigation. Hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag: low o2 alarm during ventilation, patient desaturated. No patient harm occurred in the end, as it was switched to manual ventilation.